Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Additional information received which indicated that this lead was surgically abandoned due to product performance issue. No additional adverse patient effects were reported.